Event description:
It was reported that the patient's right ventricular (rv) lead exhibited fracture, high pacing impedance and high defibrillation impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.